Manufacturer narrative:
Product investigation completed. Product analysis confirmed the reported allegation of the device not inflating due to a pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that a lgx ps 18cm preconnected cylinders and pump inflatable penile prosthesis malfunctioned prior to implantation. The specific issue was not provided. No associated patient complications were reported. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was not implanted because the cylinder would not inflate, as the pump was not functioning during device preparation at time of implantation.

Event description:
It was reported that a lgx ps 18cm preconnected cylinders and pump inflatable penile prosthesis malfunctioned prior to implantation . The specific issue was not provided. No associated patient complications were reported. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was not implanted because the cylinder would not inflate, as the pump was not functioning during device preparation at time of implantation.